Event description:
The customer reported a leak of diluent under the coulter lh 750 hematology analyzer. The volume was not reported and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found cut tubing on the sample line at vl46b (valve 46b). The fse replaced the tubing at vl46b to resolve the leak. (B)(4).